Event description:
Philips received a complaint on the heartstart xl indicating that the patient's breathing and heartbeat have stopped, and the electrocardiogram monitoring shows a straight line. Electrical defibrillation is used. During use, the coupling agent seeps into the electrode plate. However, there was no harm or injury reported to philips. Although no direct adverse event to the patient or user was reported, we are considering this to be a serious injury due to a serious deterioration in the state of health of the patient because life-saving therapy/treatment may have been interrupted/delayed. This report is based on information provided by philips authorized service provider (asp) with an investigation documented by philips complaint handling. Analysis was performed by customer only. Based on the results of the analysis provided by customer, the reported problem was able to be confirmed. The reported problem was determined to be due to a component failure. The root cause of the component failure could not be determined. The issue was resolved by repairing the external paddles and the product is back in service. Based on the information available and results of additional analysis, no further action is necessary at this time.